Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver was found to have broken cable. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken pitch cable at the distal end causing a non-intuitive motion issue. A broken pitch cable at the distal end is often caused by something else near the distal with no missing pieces and both cable crimps were present. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.